Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the cassette sheeting was loose at the weld. Leak testing failed due to the leak at the insufficient cassette sheeting weld. The reported condition was verified. The cause of the condition was related to manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a leak was identified at the insufficient cassette sheeting weld. There was no report of patient injury or medical intervention associated with this event. No additional information is available.